Manufacturer narrative:
The tech found the caster stems were worn. He replaced the four casters to repair the bed.

Event description:
Info received indicates the brake casters continue to swivel and make a clicking sound when in brake.